Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/20/2023, an FDA medwatch notification was received via email. An unknown source reported that the tip of a device from an ar-1288qis-100 quadlink implant system, 10mm broke inside the patient. Everything was removed from inside the patient with no adverse outcome to the patient. This was discovered during a left knee arthroscopy and aclr with quadriceps tendon autograft procedure on (B)(6) 2023.

Manufacturer narrative:
Complaint allegation was not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are improper bone preparation, misaligned insertion, and prying/leveraging the device during insertion.